Event description:
It was reported that the patient was unable to adjust stimulation and the display showed the "call your doctor" icon and a por (power on reset) condition. A warning icon was on the patient programmer. The patient stated she needed more education on the system and had some recharging issues. It took her three days to charge; however, she had not charged for 1.5 years. The manufacturer representative was going to meet with the patient to clear the por and address educational needs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377860, lot# v009409, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).